Manufacturer narrative:
The complainant reported that the device will not be returned to this manufacturer as it was discarded subsequent to the event; consequently, a failure analysis of the device can not be performed. We are unable to determine if the device met specification. Without receiving product for evaluation, we are unable to definitely determine a root cause for this incident. At this time, we are unable to determine the relationship between the device and the cause for this event. A device history record review was performed. All records appeared normal and no related quality issues or manufacturing deficiencies were noted at the time of manufacture. A batch/lot history search was performed on this device's reported batch/lot number of 1162685. There have been no previous complaints reported against lot 1162685. There were no current adverse trends detected for "hole in catheter". In addition, the may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically implanted in the basilic vein of a patient (age and gender unknown) in 2007. Three months later, the clinicians observed that the PICC line had a hole located distal to the suture wing where the catheter exits the skin. The clinicians explanted the device and successfully replaced it with another PICC. The complainant reported that there was no adverse effect to the patient as a result of the reported malfunction.